Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on february 8, 2010. Therefore, this report requires a 5 day MDR.

Event description:
Procedure: hernia. According to the reporter: the instrument was making a loud noise, and tacks would not deploy. No pt injury reported.